Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. It was reported the patient was not treated with medication for the event. At the time of this report, the patient outcome was unknown. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Follow up it was reported the patient was hospitalized for the peritonitis event the same day as event onset. On an unreported date, the patient was treated with vancomycin (2 gram, route and frequency not reported), gentamicin (80 milligrams, route and frequency not reported) and meropenem (500 milligrams, three times a day, route not reported) for peritonitis. Fourteen days after hospital admission, the patient was discharged and was recovered from the peritonitis. At the time of this report, antibiotic therapy was completed. Concomitant medical products: dianeal pd2 1.5% and pd2 2.5%. Should additional relevant information become available, a supplemental report will be submitted.